Event description:
The reporter indicated that 12.6mm vicm5_12.6 implantable collamer lens of -6.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault and the problem was resolved.

Manufacturer narrative:
Weight-ethnicity: unk. PMA/510k: this product is not marketed in the us. Claim # (B)(4).